Manufacturer narrative:
There was no intervention taken on this device as it is still providing effective therapy

Event description:
Additional information indicates that no intervention was undertaken one of the patients leads.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, one of patients leads has all high impedances. Imaging revealed that both patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.